Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient has limited best corrected visual acuity (bcva). The physician is concerned it is the optics of the iol. Additional information was provided by a different physician that the patients involved have "well centered iols, minimal corneal topographic irregularities , no retinal pathology, but lose 1-2 lines of bcva. No mrx allows them to improve their bcva. They complain that they "can't see anything", that all images are blurred. They may read the 20/25 line but will tell you the quality of vision on that line is awful." These patients are "very very upset and they report dramatically blurred vision." There are four medical device reports associated with two patients bilaterally implanted. This report is associated with the right eye of patient two.